Manufacturer narrative:
Add'l info was requested, but not received. The pump was received and evaluated by the MFR. During functional testing leakage site was detected at the pump serialized strain relief junction. Microscopic examination of the pump was performed. The cross sectional surfaces of the leakage site were rough and irregular, indicating a tubing tear. Based on the received info, and quality assurance's examination, qa concludes the following: 1) a tubing tear at the pump's serialized strain relief junction was the reason for the reported failure to inflate and deflate, and thus the reason for removing the device. 2) the tear was contributed to by stress(es) experienced by the device while in-vivo.